Event description:
(B)(4). My teeth started breaking, with cavities everywhere. Two crowns had to be placed. Root canal done. Next, I could not move my neck sideways either way for a year. Was going to p.t. Next, I have never had acne in my life. But since essure, I can't get rid of it. Furthermore, the pain from severe bloating and cramping every night was unbearable. I gained 25 lbs and 4 inches in my belly alone!